Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order 3137265. The device was inspected where the user narrative was confirmed. Fluid invasion in pve connector, passed dry leak test, pve electrical connector frame has severe corrossion, passed wet leak test, image blackout, customer complaint confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 23-dec-2021, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 15may2012 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg-2990i. In the event reported, the user stated that there was no video image. The customer stated there is no image when plugged in processor. No video image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Evaluation summary: customer reported, no video image. The customer stated, there is no image when plugged in processor. Therefore, we checked the returned unit and confirmed, that the ccd module failure. Based on the result, we concluded that it was caused, due to the excessive force applied on the ccd module. Correction information: h6: coding changed, based on the investigation result.